Event description:
Nobel biocare USA has received a report of one implant osseofailure: part and lot# unknown. The implant returned for this report is not a nobel biocare implant and, per 21 cfr 803.22, it is required that the loss be reported to the FDA. It is believed that the implant is manufactured by zimmer dental. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).